Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced a hypoglycemic event while using the dexcom g6 cgm system. The patient stated that he passed out and was taken to a hospital where he was treated with IV glucose for 24 hours. The patient was doing fine at the time of contact. Although, multiple attempts were made to follow up with the reporter, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.